Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during insertion of a central venous catheter (cvc), the guidewire became kinked. The guidewire was replaced, and the procedure was subsequently completed using another device. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical inte rvention was required, and the patient's condition was reported as "fine".